Event description:
As the surgeon inserted the insufflation needle through the radially expandable dilating sheath at the umbilicus, they perforated the aorta. A cardiovascular surgeon was called to repair the injury. The repair was successful. Patient is reported to be doing fine.